Manufacturer narrative:
The reported events of noise and low pacing lead impedance were confirmed. As received, a partial lead (distal end) was returned in one piece. During electrical testing a short was noted. Destructive analysis was performed and visual inspection found abrasion breaching the inner insulation at the distal region of the lead. The cause of the reported events was isolated to the inner insulation abrasion.

Event description:
Related manufacturer's reference number: 2017865-2021-24076. It was reported the patient presented in the hospital for a routine generator change. It was observed the right atrial lead and right ventricular lead were sensing noise and had a low pacing impedance. The patient's implantable cardioverter defibrillator, right atrial lead and right ventricular lead were explanted and replaced. The patient was in stable condition.